Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Unit was monitored and functioning properly. Units were cut/open, and no moisture damage or component damage found inside the pump. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with pillowing keypad overlay, cracked keypad overlay, battery tube threads - cracked and cracked case-corner of belt clip rails. Delivery anomaly-prime/fill anomaly not confirmed. Damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on the insulin pump and noticed that the insulin was squirting out. The customer experienced hypoglycemia and was treated with carbohydrate intake. The blood glucose value at the time of the event was unknown. The event involved product(s) mmt-1884, mmt-332a, mmt-397a. Troubleshooting was performed for hypoglycemic event. Customer had been using the insulin pump system within 48hours of reported at the time of event. Customer stated auto mode/smartguard feature active at the time of event. Troubleshooting was partially performed for cosmetic damage. Customer noticed crack at the back next to the belt clip rail. No further patient complications were reported. Product return for mmt-1884 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. No product return is required for mmt-332a. No product return is required for mmt-397a.